Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient experienced an oxygen desaturation episode during use of an astral 150 device, during which no audible alarms, visual indicators, or alarm messages were activated. The caregiver promptly intervened using cough assist therapy and suctioning, after which the patient was transitioned to a non-resmed ventilator. The patient was reported to be clinically stable with no change in condition following the event.